Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The received cycler was turned on and the front panel display was dim. The inverter board on the front panel was heat damaged. The inverter board supplies the dc voltage which illuminates the lcd display. The fault was repaired by replacing the inverter board. An internal inspection showed there were indications of dried fluid inside the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of encountered dried fluid was not determined. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. There were no indications of smoke emitted by the cycler during testing. The system air leak, valve actuation tests passed and the mushroom head check passed. There were no other discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification.

Event description:
The cycler was returned on an unrelated event and during the evaluation the cycler's inverter board was found to have thermal damage. There was no patient involvement as the event took place during the evaluation.